Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info form that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the event date was not provided. It was reported to boston scientific corp that a resolution clip device was used during a hemostatic clipping procedure. Patient was over 18 yrs old. Per the complainant, during the procedure, a clip deployed prematurely and detached inside the pt's duodenum. It was noted that the working channel was straight. The clip was left to pass naturally. The procedure was completed using another manufacturer's clips. There has been no report of complications or injury to the pt.